Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 22 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography scan revealed that the patient¿s abdominal aortic aneurysm had grown since the initial implant from 5.5 cm to 7cm, but there was no evidence of an endoleak. An angiography was perform via wall apposition and the physician identified a slight blush on the right common iliac of the bifurcated device. Reportedly, the physician elected to extend the device in the right common iliac artery into the external iliac artery with a competitor¿s stent graft to address the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. However, after a review of the medical records and procedural CT images, performed by a clinical representative, evidence of the reported endoleak could not be established and as a result a definite cause for the reported event could not be determined. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.